Manufacturer narrative:
(B)(4). Batch r59r7a. Additional information received: was the manual override lever on top of the device used to open the jaws outside of the patient, and then you attempted to use the device again and it would not open at that point? Yes, manual override was used and then nurses passed to surgeon. If so, was the device stuck on tissue when it could not open the second time? If so, how was the device removed? Did the jaws eventually open? Device was not used on tissue. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. No cartridge reload was received. The bailout system was reset and then, the device was noted to be nonfunctional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. No functional testing could be performed due to the returned condition of the motor. Event could not be confirmed as the device opened and closed without any difficulties noted. One possible cause for this condition may be the exposure of cleaning solution. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No functional testing could be performed due to the returned condition of the motor. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information requested but not received: to clarify "tried manual over-ride, then opened, closed. Passed it to surgeon, could not open inside patient", was the manual override lever on top of the device used to open the jaws outside of the patient, and then you attempted to use the device again and it would not open at that point? If so, was the device stuck on tissue when it could not open the second time? If so, how was the device removed? Did the jaws eventually open?

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, loaded with reload, closed, then couldn¿t open. Tried manual over-ride, then opened, closed. Passed it to surgeon, could not open inside patient ¿ decided to change handpiece - did not fire, not open. Procedure was delayed by five minutes and completed successfully. Unknown if any fragments were generated. There were no adverse consequences for the patient.